Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant

Event description:
It was reported that after a hysteroscopy polypectomy procedure, the tissue sock was removed from the container and there was specimen left in the tubing. The tubing above the lid had to be cut so the tissue could be flushed into the container. No patient injury.